Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced atrial fibrillation with rapid ventricular response, and also a leak from the luer connection. It is unclear how the atrial fibrillation was treated. The purge cassette was exchanged, but the purge leak was not resolved. A crack was noticed on the female connection side. A steri-strip was placed on the female port and a 6 inch extension line was added to resolve the leak.